Event description:
During a cath lab procedure a pt went into ventricular tachycardia. The operator attempted to charge the defibrillator and the device allegedly shut off. The operator turned the unit back on and again attempted to charge the defibrillator and it again allegedly shut off. A backup lifepack 10 defibrillator was made available and used to successfully cardiovert the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.